Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was receiving an error, possibly on the fiber optic. No patient was involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6(medical device ¿ problem code). A getinge field service engineer (fse) conducted a calibration in which the fiber port was intact and it passed the fiber optic test. Calibration, safety, and functionality checks were completed in which the unit passed factory specifications. There were no parts replaced. The unit was returned for clinical use. There was no patient involved and no harm reported.

Event description:
N/a.